Manufacturer narrative:
Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. The explanted device was not returned to edwards for analysis. In this case, there is insufficient information to conclusively determine the root cause of this event. However, it appears that this event was likely due to patient related factors. There have not been any allegations of a malfunction or deficiency related to the explanted valve.

Event description:
It was reported that the valve was explanted after an implant duration of approximately 2 years due to prosthetic aortic valve endocarditis. It was identified, through review of source documentation provided, that there was an active infection on the valve with vegetation, as well as complete destruction and rupture from the infection of the noncoronary sinus. The device was explanted and reconstruction of the noncoronary sinus with bovine pericardium. The device was replaced with another edwards bioprosthetic valve. There were no adverse patent effects as a result of the replacement.